Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2024 due to bent cannula event. Patient was then admitted to intensive care unit (ICU). Blood glucose level was 29 mmol/l at the time of the event. Patient was found positive for high ketones. The duration of hospitalization was 1 day. Patient was treated with intravenous (IV) and fluids of saline and insulin. Patient was released from the hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.